Manufacturer narrative:
The unit passed the displacement test; however, the unit was unable to prime during the prime/compromised force sensor system test, and the unit alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The drive support was inspected and no anomaly was found. The unit had a missing end cap sticker, a cracked case at the display window corners, broken battery tube threads, and minor scratches on the lcd window.

Event description:
The customer called in to report a prime/fill anomaly. The customer's blood glucose level was unknown. During troubleshooting, the customer did not receive a 2nd series of beeps. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.